Event description:
It was reported that the bd alaris¿ lvp bur 60d 2ss bv was damaged and leaked. The following information was provided by the initial reporter: sterile tubing change was completed for uvc infusing tpn @ 1700. @ 1745 the pump was alarming air in line. When I was removing air from the line it was noted to be slightly wet. Upon further inspection, there was a tiny hole in the tubing leaking tpn.

Manufacturer narrative:
Investigation summary: a complaint of a tiny hole in the tubing causing leakage was received from the customer. A sample was returned for investigation. Through visual inspection, no defects or damages were observed on the set. The set was then attempted to be primed with water, but fluid could not pass through the first y-site. A syringe was attached to the y-site to pull the fluid through but it was not possible. The syringe was then used to push water through the y-site and it was able to flow through, but with some bubbles in the tubing. The set was then infused, but an occlusion alarm popped up on the pump. The set was attempted to be primed two more times but the pumped alarmed with an air-in-line issue. A leakage test was performed to locate the hole and it was found at the top of the pumping segment. A device history record review for model 2447-0007 lot number 20125219 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09dec2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of this defect. The root cause was determined to be misloading of the pump. These small holes on the pumping segment are created when the tubing is loaded from bottom to top. The segment should be loaded from the top to bottom to prevent these tears. This incident has been added to our database of reported incidents.